Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the cerebrospinal fluid (csf) sample was ordered and obtained from the patient's device. The device was then distally flushed and while flushing csf/sterile saline, it was observed there was leaking from the 3 way stopcock site. Small linear crack was noted to the sampling port. The doctors were notified. The device tubing was changed from the most proximal port all the way down to the drainage bag. The procedure was delay 5 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection revealed the returned stop cock was cracked and leaked when tested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.